Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instruments confirms that both drills are damaged. However, both are not fractured. One of the instruments had the tip break off, and one of the instruments had a bent tip. The investigation did not identify any problem related to design, material or manufacture that would contribute to the reported issue. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Two flexible drill bits snapped during surgery. Both bits broke. **update (B)(6) 2017** follow-up received from the sales rep indicates the tips broke off the drill bits.